Manufacturer narrative:
(B)(6). A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The root cause for this event is undeterminable.

Event description:
It was reported to boston scientific corporation that the "device failed during surgery." Reportedly, the needle was "left in the patient." The suture type and manufacturer are unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.